Manufacturer narrative:
The universal surgical manipulator (usm) was returned and analyzed. Logs showed error 23068 pointing to the instrument sterile adapter (isa) printed circuit assembly (pca). The usm was tested on an in-house system in normal mode where it passed. The usm was tested on a testing platform where it failed carriage switches. Inspection on the carriage was performed where excessive fluid contamination was located. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer encountered a recoverable fault 23068 issue. After recovering from the fault, the fault returned immediately. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance and was reportedly informed that the only possibility to resume the surgery was to disable arm #1 which was associated with the fault and perform the procedure with only 3 arms. There was no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: after the client performed a complete shutdown to try an clear the error on the arm, the system restarted but the patient side cart (psc) did not start up at all, no leds and no fans were on. Psc was completely down. Patient was kept asleep during the whole repair, approximately 3-4 hours. After replacement of the universal power distributor (upd) and the universal surgeon manipulator (usm) the system was used by the surgeon with 3 arms. Testing of the replaced arm was done after the surgery. In addition, the system did not power on after restart, the psc was completely down. The procedure was completed with 3 arms.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) went on site to perform a field evaluation. The fse reproduced the customer reported issue and replaced the universal surgeon manipulator (usm) and universal power distributor (upd) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, as of the date of this report, the failure analysis of the usm has not bee completed. Isi received the upd also for evaluation and the reported failure was replicated/ confirmed. The upd was installed and tested on the pca test system. The psc could not power on and was completely off.